Event description:
It was reported that multiple, ongoing cartridge alarms (20, 30) occurred during insulin delivery. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.